Event description:
On august 17, 2010, baxter received notification that the reporter's (B)(6) son had passed away. The reporter stated her son had gone into the hospital for issues with his kidney. The hospital administered vancomycin intravenously and her son coded. They were able to resuscitate the child and he remained in the hospital for two weeks. On an unreported date, while one of the nurses was pressing buttons on the pump (unknown) the pump went "berserk", cutting off the fluids and her son coded again and expired. The reporter did not indicate that this incident was directly related to a baxter product.

Manufacturer narrative:
(B)(4). It is currently unknown what infusion device was in use at the time of the patient's expiration. Baxter has made several attempts to obtain additional information from the risk manager at the facility where this event occurred. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Multiple attempts were made to obtain additional information and retrieve the pump for evaluation without success. The facility has declined to provide additional information related to this event. No further information will be provided.